Manufacturer narrative:
Upon inspection and testing of the device, the black rubber¿like foreign material found in the air/water nozzle was suspected to be due to insufficient cleaning of the device. Service was able to remove the foreign material from the nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the air/water nozzle of the subject device was clogged. The device is an olympus loaner device. The reported issue was identified after use. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, the nozzle was found to be clogged with a black rubber-like foreign material. The nozzle was not deformed. This report is being submitted for the malfunction identified during the evaluation of the device (foreign material).

Manufacturer narrative:
Address line 1 has been translated from chinese into english; province has been corrected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to silicone parts or packing of a peripheral device being broken; fragments then entered the channel and clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.